Event description:
Pt with graft versus host developed serious burns. Customer felt biopatch was the issue. Add'l clinical info was requested but the facility would not provide this info. The product code and lot number are not available and there is no product for return.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based on the reported info.